Manufacturer narrative:
Result: faulty head-end potentiometer assembly. Faulty lift sensor coil cord.

Event description:
It was reported by service report that the head-end was stuck in a high height position, and would not lower electrically. No pt involvement or adverse consequences were reported.